Event description:
It was reported that during insertion in the micu, the md met with resistance and was unable to advance the swg smoothly through the needle. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: a guide wire and an introducer needle were returned for analysis. The guide wire is kinked 23cm from the distal end. Both welds remain intact with no unraveling or separations. The guide wire was passed completely through the introducer needle with some resistance as the kink passed through the needle. The resistance is due to the kink in the guide wire. Instructions for use described suggested techniques to minimize the likelihood of guide wire damage during use. The reported complaint of resistance while advancing the guide wire through the introducer needle was confirmed through visual inspection and functional testing of the returned sample. A kink in the guide wire caused resistance when it passed through the needle. Since the kink was not identified prior to use, it was likely caused during use, therefore the potential cause is procedure related.